Event description:
This is a spontaneous case report received from a lawyer on 23-sep-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 as a permanent birth control option. Following the essure procedure, plaintiff experienced pain, and other symptoms, and in (B)(6) 2010, she underwent surgery to remove the essure device. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is listed in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Follow-up received on 26-oct-2016 quality safety evaluation of ptc investigation result: ptc global number (B)(4) no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is listed in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.